Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the insulin pump had an insulin pump error alarms. The customer's blood glucose level was unknown at the time of the incident. The customer stated they were able to clear the alarm and were able to rewind the insulin pump. It was reported that the alarm occurred shortly after inserting a new battery. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).